Event description:
Customer reported an intermittent fast stop error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator backplane and single board computer. System operates as intended.